Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, while using a exprsew iii ac+ rtn plate after a super suture was mounted on the express clamp and inserted via an 8.5 cannula. When the specialist passed the stitch, it was evident that the retention plate was not on the express clamp. It was reported that a search was initiated for the device, and it is found inside the joint. The retention plate was removed. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. No further information was provided.